Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with unknown size unknown gel implants smooth on both sides and stated that one of her implants feels hot sometimes postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The impacted side/device is either left catalog number 3503001bc; serial number (B)(4) or right catalog number 3502751bc; serial number (B)(4). When addition information/clarification is received, supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Right lot 789279. Manufacturing date: dec/14/2013. Expiration date: dec/31/2018. Left lot 6722861. Manufacturing date: may/31/2013. Expiration date: may/31/2018. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).